Manufacturer narrative:
Device was not implanted. Concomitant medical products: nexgen femoral component, catalog#: 00596401652, lot#: 63464192 nexgen tibial component stemmed, catalog#: 00598004701, lot#: 63687564 nexgen taper plug, catalog#: 00596009900, lot#: 63682206 nexgen all-poly patella, catalog#: 00597206532, lot#: 63382529 patella reamer blade, catalog#: 00597909546, lot#: 63698196. Complaint sample was evaluated and the reported event was confirmed. As received, articular surface lot 63658241 shows the dovetail feature is slightly flared all around. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Sales rep believed that the doctor ended up doing a posterior capsule release, but doctor said he did not. A release would really be the only way the 12mm would fit if the 10mm didn't. The most probable root cause of the articular surface not seating on the tibial tray cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during total knee arthroplasty of a patient the implant was too tight for insertion. After cementing femur and tibia multiple attempts have been made of implant insertion, but they were unsuccessful. Hence different size implant was inserted.